Event description:
It was reported that during a lap cholecystectomy procedure, the jaws of the device locked on tissue. They would not separate. They manipulated the device until they got the jaws to open. Not sure how many clips had been fired nor what ahppened prior to the device locking up. Used a new one to complete the procedure. There was no impact to the pt.

Manufacturer narrative:
D4, h4, 6: info anticipated, but unavailable at this time.